Event description:
It was reported that the video system center had a video image freeze for several seconds. The issue occurred during a flexible sigmoidoscopy procedure while the patient was under sedation. The intended procedure was completed using a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.